Event description:
The physician reports that the crystalens was explanted due to lens dislocation and due to "wrong diopter selected". A second crystalens of a different diopter was implanted successfully. Additional information has been requested from the physician.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings.